Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer received unspecified high sensor scan results compared to unspecified readings obtained on another adc meter. Customer was unable to self-treat and was treated with juice by a third party. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
A high readings issue was reported with the adc device. Customer received unspecified high sensor scan results compared to unspecified readings obtained on another adc meter. Customer was unable to self-treat and was treated with juice by a third party. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Inspected the plug assembly. Current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Based on returned product download section d4 (serial number) was updated from (B)(6). Based on returned product download section d4 (expiration date) was updated from 2/29/2024 to 1/31/2024 and section h4 (device mfg date) was updated from 9/10/2022 to 9/12/2022 . All pertinent information available to abbott diabetes care has been submitted.